Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she has been hospitalized five times over the past two months due to high and low blood glucose and bent cannulas. Customer's high blood glucose reading at the time of hospitalization was close to 600 mg/dl the four times she was hospitalized for high blood glucose. Customer stated that with the low blood glucose episode, the blood glucose reading was unknown since it was to low to register on the meter. Nothing further was reported.